Manufacturer narrative:
E1: initial reporter postal code (B)(6). The device was not received for evaluation; however, the machine was evaluated on-site by a baxter qualified technician. System self-test (sst) of main board, safety board, recalibration of the scales and pressure sensors, and simulated therapy were carried out and the device performed according to product specifications. The event history log review showed that two alarms were generated. The machine performed an auto reboot and on the subsequent switch on, the power on self test failed, so the user turned the machine off and then on. The therapy recovery was allowed, but the user ended the treatment and the blood was not returned. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismax machine, the display on the machine "went black" followed by an error message "contact a service technician". It was reported that the machine "switched itself off without the customer being able to do anything" and therapy was ended without being able to return the extracorporeal (ec) blood to the patient. It was reported that there was "a negative impact on the patient's laboratory values and was associated with a worsening neurological condition". There was no medical intervention reported. Therapy was resumed with a new machine. No additional information is available.